Event description:
It was reported that the health care professional (hcp) called for review of data as the patient presented to the emergency room (ER). This patient with a cardiac resynchronization therapy defibrillator (crt-d) had been treated by the device for ventricular fibrillation (vf). The patient received eight appropriate shocks and the arrhythmia continued in which therapy was exhausted. Later in the episode the arrhythmia did convert successfully. Emergency medical services (ems) informed the patient was unconscious upon arrival and epinephrine was given to the patient. Technical services recommended to have the patient follow-up with the cardiologist. At this time, the device remains in service. No additional adverse patient effects were reported.